Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: a review of the pump black box data revealed no pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump with no visible yellow o ring showing, and a power loss was not observed. The battery cap contact dimensions measured within specifications. During testing, the pump powered on to the verify screen with audible and vibratory features functioning properly. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of no power was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no damage to the battery compartment or battery cap reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.